Manufacturer narrative:
No failure could be identified as a result of the investigation. The sample was received on jan. 7th. The investigation was reopened on jan.14th, and plant confirmed no defect related malfh was found, while the other pqcs(applicator; crushed, unraveled, misformed, petals bent, torn and product; bulging, protruding and alleged foreign material) is caused by mfg failure.

Event description:
Tampon shed fluff. Fibers were sticking out [device breakage] the plastic part at the top curling up- tampon [device physical property issue] black spots on tampon tube [product contamination physical] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via email that the tampon shed fluff. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon shed fluff. Fibers were sticking out [device breakage] . The plastic part at the top curling up- tampon [device physical property issue]. Black spots on tampon tube [product contamination physical] . Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via email that the tampon shed fluff. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon shed fluff... Fibers were sticking out [device breakage] the plastic part at the top curling up- tampon [device physical property issue] black spots on tampon tube [product contamination physical] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via email that the tampon shed fluff. No injury was reported.